Event description:
Placement method: manually. Bone quality (type): IV. Was site tapped? No. Bone-level, profile drill used? Yes. Tissue-level profile drill used? Was holding key used? No. Was primary stability achieved? Yes. Was osseointegration achieved? Yes. Was implant covered with bone? Yes. Was the implant immediately loaded? No. Was augmentation performed during surgery? No. Was a membrane used? No. Assessment of hygiene around implant: good. Was the recall appointment schedule followed? Yes. At the time of the event or implant failure/removal, was there (check all that apply)? Pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).